Event description:
It was reported that the patient was asymptomatic. It was noted that far field r wave oversensing on the atrial channel, several auto mode switching (ams) events with repetitive non-re-entrant ventriculoatrial synchrony (rnrvas) were observed on the pacemaker. Programming changes were made. The patient was stable.